Manufacturer narrative:
The lifeband used at the time of the event will not be returned for evaluation, as it was discarded by the customer. Therefore, a physical investigation could not be performed and a root cause could not be determined.

Event description:
During the patient call, the autopulse platform (sn (B)(4)) stopped compressions unexpectedly three times with a blank lcd screen. The battery used during the call was fully charged and correctly inserted. During the incident, the crew member noticed that the lifeband's belt on the right side was slightly twisted and, per the reporter, be a possible cause for the platfrom's interruption. There were no user advisories displayed on the platform during the entire call and the platform worked without issues between the stops. The patient's status information was requested but the customer did not provide a response, therefore the patient's status is unknown. Please see the following related MFR reports: MFR 3010617000-2021-00070 for autopulse platform.